Manufacturer narrative:
Device was initially received for the complaint that the bolus port was unresponsive, and it was found out during testing. During investigation found the damaged dso seal. This malfunction makes the event reportable. The complaint was not confirmed during the event log review. There was no 12-month service history reported. The visual and functional testing was performed. The complaint of bolus port unresponsive was confirmed during remote dose testing. Upon further inspection found cracking in the lcd lens, worn uso seal and dso seal damaged and it was replaced. The dso/uso sensor calibration was performed. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the bolus port was unresponsive, and it was found out during testing. During investigation found the damaged dso seal. This malfunction makes the event reportable. There were no patient involvement and no patient harm.